Event description:
The manufacturer's representative reported that the patient had been admitted to the hospital with muscle weakness; diagnosed with cord compression due to catheter tip in 2006. A recent escalation of intraspinal medication dose, recent increase in pain, and new or increased weakness in the legs had been noted. The patient presented to the emergency room with muscle weakness thought to be due to morphine overdose. The pump contained morphine 10 mg/ml which was programmed to deliver 2.0 mg/day. The dose was decreased until the mass was diagnosed. At that time, the patient was taken for an emergency laminectomy during which the time, the catheter was removed. The hcp did not find a granuloma, but rather noted "web-like adhesions" during the surgery. The pump was refilled with saline and is running into subcutaneous tissue at minimum rate. The patient was visiting in another city and care was provided by a physician who does not manage the pump. At last report, the patient has regained most neurological function, but still has some residual lower extremity weakness. The spinal consult indicated that she may need additonal surgey to stabilize her spine following the laminectomy.